Manufacturer narrative:
Method: no product received for eval. Results: the MFR states, according to past experience, these types of complaints were related to improper locking of the blade onto the handle. Conclusions: no conclusion can be determined. In order to determine exact cause, MFR must be sent sample for eval. MFR will continue to monitor these kind of complaints.

Event description:
On 11/20/2006, teleflex medical received a medwatch stating a laryngoscope blade broke during endotracheal intubation attempt. Failure occurred at base of attachment hook under metal piece. Delayed successful completion of required intervention.